Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the electrode site should be dry before electrode application. Fluids, including skin cleansing solution, lotions or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry. In rare instances, alteration of the skin pigmentation or skin sensitization may occur after electrode removal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 1700-005, cleartrace;5;tp,adgel, was used for unknown reason on (B)(6) 2024 when it was reported, ¿patient had an allergic reaction, full blister the circumference of the electrode. Blisters ended up oozing after she took the electrodes off. They do not believe that she made it 6 hours with them on, but are unsure.". There was no report of medical intervention or hospitalization for the patient. There has not been any allegation of malfunction of the device to date. This report is being raised due to the reported injury of allergic reaction/blistering to the patient.

Event description:
The sales representative reported on behalf of the customer that the device, 1700-005, cleartrace;5;tp,adgel, was used for unknown reason on (B)(6) 2024 when it was reported, ¿patient had an allergic reaction, full blister the circumference of the electrode. Blisters ended up oozing after she took the electrodes off. They do not believe that she made it 6 hours with them on, but are unsure.". There was no report of medical intervention or hospitalization for the patient. There has not been any allegation of malfunction of the device to date. This report is being raised due to the reported injury of allergic reaction/blistering to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.